Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. Repeat testing was not performed. Additional testing was performed via an unknown platform on an unknown date and generated a positive result. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Corrected: awareness date (g3) on report 1221359-2023-01473-00 was incorrect. It should be 16sep2023.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. Repeat testing was not performed. Additional testing was performed via an unknown platform on an unknown date and generated a positive result. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.